Event description:
Console failed biomed testing.

Manufacturer narrative:
On (B)(4) 2014 unit was rec'd from the field for evaluation. Refer to evaluation # (B)(4) failed electrical safety testing as was stated by customer. Opened unit to find that one lock nut on the equipotential ground stud had come loose. Side plate ground wire slightly loose. Re-tightened nut according to specs. Retested. Passed all tests. Went through all grounds. Found ac inlet ground wire connections were loose (side panel ground wire). Retightened, checked and tested. On (B)(4) 2014 the DHR for console (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history ((B)(4)) was performed during the months of august 27, 2013 through january 27, 2014 and showed that there were no reported microtip unit failure originating from this lot. This was also the first time this unit was evaluated and service due to a facility complaint. No significant trends were observed. The complaints database was reviewed during the months of august 27, 2013 through january 27, 2014 and showed that this was the first and only complaint ever reported from this facility. No significant trend was observed.